Manufacturer narrative:
(B)(4). Batch records were reviewed and show no deviations. Diopter measurement records from this particular lens was verified and showed to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications.

Event description:
It was reported that an intraocular lens was explanted from the patient''s left eye after the patient complained of poor vision. After the explant, the physician noted ''a profound aberration 2 or 3mm from center of lens''.